Manufacturer narrative:
The pt medical history was received and evaluated. Infection remains the probable cause of failure. The pt's various health issues are likely contributing factors. Both smoking and hypertension, if untreated, are known contraindications for dental implants.

Event description:
Implant failed and was removed 9/29/97. One person affected.